Event description:
It was reported that a patient developed an infection near the ipg site. The patient had redness and swelling in the lower back. The physician believes the infection is not related to the device and is unsure what the cause is. The patient's entire scs system was explanted as a precautionary measure and the patient was placed on antibiotics. A culture was performed but the hospital will not release the results. The patient is in stable condition following the explant procedure.

Event description:
It was reported that a patient developed an infection near the ipg site. The patient had redness and swelling in the lower back. The physician believes the infection is not related to the device and is unsure what the cause is. The patient's entire scs system was explanted as a precautionary measure and the patient was placed on antibiotics. A culture was performed but the hospital will not release the results. The patient is in stable condition following the explant procedure.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.